Manufacturer narrative:
The device was not returned for analysis. There was no information regarding the patient's death. There was no report of issue following implant for this patient. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine anniversary call, nevro was informed that the patient had recently passed away. Nevro had attempted to obtain additional information. However, there was no other information regarding the event.